Manufacturer narrative:
(B)(4). The analysis results found that one (B)(4) device was returned with the anvil bent upwards and without reload present. The device was tested for functionality only in dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon introduced the device with a white reload to take the hilum. After the first firing of the stapler, once removed and reloaded, it was noticed that the anvil portion of the stapler jaw looked to be bent up a little and not fully closing. I informed the first assist to remove the device from the field and open another one. Once another device was opened, the procedure was completed with no patient adverse events.